Event description:
Broken tubing; reportedly, the line to patient side looks to be brittle and has snapped off as it comes off the 3 way tap before use.

Manufacturer narrative:
Customer report was not able to be verified. Received (1) incomplete flotrac kit. The pressure tubing that was attached to zero-stopcock was not returned with the unit. No visible damage was observed from returned kit.